Event description:
It was reported that the device dis-assembled during the initial surgery and a washer was left in the patient. A second surgery was required to remove the washer.

Manufacturer narrative:
The affected device was returned and evaluated. The complaint noted screw of the collet broke and washer fell into incision. A visual and macroscopic examination was performed by the research and development team. Visual inspection showed that the captured screw in the thumb nut likely fractured due to ductile torsional overload. An overload fracture can occur if the mechanical loads applied to the captured screw in the thumb nut exceed the strength of the material. It was unknown if the fracture initiated in a prior surgery. A review of complaint history revealed a limited number of complaints received for this device/ failure mode. No further action is being taken at this time; however safety affairs will continue to monitor this device/ failure mode for future complaints and investigate as necessary.